Manufacturer narrative:
H3: analysis found that motor corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the distributor performed the routine maintenance, it found that the m4 handpiece motor has strange sound and will get hot in less than one minute when in fwd mode at 12000 rpm with 30 cc/min irrigation. There was no patient involvement.

Event description:
It was reported that when the distributor performed the routine maintenance, it found that the m4 handpiece motor has strange sound and will get hot in less than one minute when in fwd mode at 12000 rpm with 30 cc/min irrigation. There was no patient involvement.

Manufacturer narrative:
H3: analysis found that unit presented with froze up due to internal corrosion damaged motor/cable, bearing and seal. Motor also stuck in housing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.